Manufacturer narrative:
Interrogation of the device revealed it was at eos when received. The device¿s sensing, pacing, lead impedance, high voltage charging, and high voltage shock impedance were tested, and the device¿s function was normal.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient passed away. The cause of the death was unknown. The implantable cardioverter defibrillator (ICD) was explanted.